Event description:
It was reported that the programmer was not working and generated an error message of "overheating." The programmer was returned for service. Follow-up indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.